Event description:
Implant date: 1992. During the implant surgery, the surgical instrument "flipped toward the midline", causing a dural tear. Tear was repaired. Pt returned to surgery on 9/18/92 for further repair of the dural tear. Implants have not been reported to have been explanted.